Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (serial number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a coronary artery bypass, while sealing around a blood vessel approximately 2-millimeter (mm) thick in the left calf, when the blood vessels in the leg were used, sealing was insufficient though energy output and seal completion sound were confirmed. No alerts or other errors occurred. There was no bleeding after dissection with a knife, the jaw part was slightly dirty, the jaw was not cleaned frequently, and four good seals were completed before the issue occurred. Another ligasure was used with the same generator and it worked fine. There was no patient injury.